Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use was unknown. It was reported that the manufacturer representative (rep) stated that they received a call about a physician reporting a patient had a pump implanted on their lower left abdomen and they wished to move the pump over to the right side due to it causing discomfort. The rep wanted to see if this could be done. The manufacturer's technical services specialist (tss) reviewed information and redirected the rep to oma for literature regarding catheter revision to support this. The rep stated that they would submit a report for the patient's complaint of discomfort. They did not have the details at this time.